Event description:
New information received notes that programming changes was performed. Patient condition was stable before, during and after intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Merlin transmission revealed that the implantable cardioverter defibrillator (ICD) had unknown-source oversensing. No intervention was performed. There were no patient consequences.